Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 14th march 2010 and performed to specification up to the 19th december 2010. Temperatures are recorded below the recommended minimum temperature. The device failed multiple self-tests due to a low battery on the 26th december 201 and 20th july 2014. The device remained in fault mode until 20th july 2014. Investigation was unable to replicate the reported fault. The device performed to specification during testing at heartsine. There were no ten minute time outs recorded suggesting the user returned the device in response to field safety corrective action without having witnessed the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.